Manufacturer narrative:
Citation: junquera et al. Transcatheter aortic valve replacement in low risk patients. Minerva cardioangiol. 2019 feb;67(1):19-38. Doi: 10.23736/s0026-4725.18.04783-7. Epub 2018 sep 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) in low risk patients. All data were collected from meta-analysis secondary review of primary data from several other long-term studies. The study population was implanted with medtronic corevalve or evolut r bioprosthetic valves (no serial numbers provided) amongst devices from other manufacturers. Among all patients, deaths occurred that were characterized as valve-related. No further details were provided on these deaths. Based on the available information medtronic product may have been associated with the death(s). Among all patients, adverse events included: major or life-threatening bleeding, cardiogenic shock, neurological events, stroke, transient ischemic attack (tia), myocardial infarction (mi), endocarditis, atrial fibrillation, permanent pacemaker, structural valve dysfunction (svd) requiring intervention, moderate to severe aortic regurgitation (ar) and paravalvular leak (pvl). Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.